Event description:
It was reported by the patient that they had an ablation procedure several months ago and since then they can "feel their heart beating in their neck, their neck hurts and they feel like they are breathing out of a straw". The patient was seen by the physician and reprogramming was done. The patient is not satisfied with the reprogramming that was done. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).